Event description:
Product analysis on the explanted generator was performed. Visual examination performed at the bench revealed scratches on the generator can. These scratches are most likely associated with manipulation of the device during the explant procedure, as the observed markings are consistent with devices typically used in a surgical procedure (forceps, etc). No surface abnormalities (such as sharp edges, header delamination, open pockets, decomposition, corrosion or voids) were noted on this device. The in-line cavity go gauge passed the insertion test. A model 304 and 302 bench lead was inserted completely passed the negative connector block and was secured with the returned setscrew. The bench lead disconnected from the generator with no difficulties. The high impedance was not duplicated in product analysis. Results of diagnostic testing indicated the device was operating properly. Electrical test showed that the pulse generator was operating within specification. Leads were inserted into the header cavity and tightened with no difficulties. The in-line cavity go gauge passed the insertion test. There were no adverse functional, mechanical, or visual issues identified with the returned generator. No additional information has been provided.

Event description:
On (B)(4) 2013 it was reported that the patient was scheduled for a vns revision and exploration surgery on (B)(6) 2013 due to high lead impedance being found during interrogation on (B)(6) 2012. The patient's device was disabled after the high impedance was observed. X-rays were performed; however, they will not be sent back to the company for review. The physician reviewed the x-rays and assessed that there was nothing unusual or abnormal in the images. No patient manipulation or trauma is suspected and the patient's mother did not know of any specific events which could have caused or contributed to the issue. According to the nurse, trauma may have been a possibility because the patient is unstable; however, there are no known events. It was confirmed that the replacement surgery took place on (B)(6) 2013. The patient's device was tested prior to surgery and showed high impedance. During surgery, the pin was first re-inserted into the generator to see if it would resolve the issue. The pin was first confirmed to be fully inserted. It was then taken out and re-inserted after being cleaned of any potential fluids. The device was re-tested and found to show proper device function with no lead impedance. The generator and lead were placed back in the pocket and diagnostics again confirmed no lead impedance. Finally, the generator was tested with a test resistor and found to be within normal limits. Despite diagnostics showing the devices were functioning properly, the surgeon did not want the patient to keep his old generator so he replaced it prophylactically. The new generator was tested and found to be within normal limits, confirming the lead was ok. The patient's generator was replaced prophylactically.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.